Manufacturer narrative:
(B)(4). The device was not identified or returned to baxter for eval. Therefore, an eval could not be completed. If the device is identified and returned, an eval will be completed and a supplemental report will be submitted.

Event description:
It was reported that an unk amount of spectrum pumps are constantly displaying the upstream occlusion message when no occlusion is present during blood infusions. (Programmed amount and delivery rates unk). The customer stated that "the issue was originally taking place with the second unit of blood and it now is happening with the first and second unit of blood." It was also reported there was no pt injury.